Event description:
It was reported that a 4f amplatzer torqvue lp delivery system was selected for a procedure on (B)(6) 2023 to treat a patent ductus arteriosus (pda). It was noted that there was difficulty cannulating the right ventricle, right atrium, and pda. Resistance was observed when first attempting to cross the duct with the catheter. The decision was made to withdraw the catheter to the pulmonary artery and advance the wire to ductus arteriosus. Resistance was observed during the second attempt to enter the duct. After repositioning the wire the patient presented with hypotension and bradycardia. It was noted that multiple wire exchanges were done. Echo imaging showed a pericardial effusion and pericardiocentesis was performed. The patient continued to become hemodynamically unstable and CPR was performed. Life-saving measures were performed. The patient expired.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hypotension, bradycardia, pericardial effusion, cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the resistance was observed when attempting to cross the duct with the catheter. It was also noted that multiple wire exchanges were made. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: the exact cause of death is unknown, but likely is due to difficulty crossing the ductus arteriosus with a presumed injury to the ductus arteriosus resulting in bleeding with a pericardial effusion. The cause of death is procedure related and possibly related to advancing the delivery catheter across a ductus arteriosus with vasospasm.